Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2019, during a pacemaker replacement procedure, measurements with a pacing system analyzer (psa) on both the atrial and the subject ventricular lead showed no anomaly. The physician attempted to insert the connector of the subject ventricular lead into the pacemaker port. However, he was unable to confirm the connector pin being inserted all the way into the pacemaker port. No pacing was delivered. Measurements with a programmer showed high ventricular lead impedance at over 3000 ohms in bipolar configuration while 450 ohms in unipolar. After disconnecting the ventricular lead, psa measurements were again performed. Normal ventricular lead impedance was measured in bipolar configuration. A second connection attempt was performed, with the same results. Measurements with a programmer also showed the same results. According to the physician, the pacemaker port seemed to be smaller than the specification of is-1. In addition, when inserting the connector pin, the sealing ring of the ventricular lead was pushed and wrinkled, and could not be advanced further than the certain point. A new pacemaker of the same model was opened. The connector port of the ventricular lead was inserted into a new pacemaker port. It was difficult to fully insert the connector pin, but it was able to confirm that the connector pin tip being inserted all the way into the pacemaker port. Measurements with a programmer showed normal ventricular lead impedance at over 500 ohms in bipolar configuration and 450 ohms in unipolar. After confirming the connection between the ventricular lead and the pacemaker by pulling the ventricular lead, the procedure was finished.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190417 - file-2019-00466 - analysis_and_closure_report_resp-2019-00585.pdf].

Event description:
On (B)(6) 2019, during a pacemaker replacement procedure, measurements with a pacing system analyzer (psa) on both the atrial and the subject ventricular lead showed no anomaly. The physician attempted to insert the connector of the subject ventricular lead into the pacemaker port. However, he was unable to confirm the connector pin being inserted all the way into the pacemaker port. No pacing was delivered. Measurements with a programmer showed high ventricular lead impedance at over 3000 ohms in bipolar configuration while 450 ohms in unipolar. After disconnecting the ventricular lead, psa measurements were again performed. Normal ventricular lead impedance was measured in bipolar configuration. A second connection attempt was performed, with the same results. Measurements with a programmer also showed the same results. According to the physician, the pacemaker port seemed to be smaller than the specification of is-1. In addition, when inserting the connector pin, the sealing ring of the ventricular lead was pushed and wrinkled, and could not be advanced further than the certain point. A new pacemaker of the same model was opened. The connector port of the ventricular lead was inserted into a new pacemaker port. It was difficult to fully insert the connector pin, but it was able to confirm that the connector pin tip being inserted all the way into the pacemaker port. Measurements with a programmer showed normal ventricular lead impedance at over 500 ohms in bipolar configuration and 450 ohms in unipolar. After confirming the connection between the ventricular lead and the pacemaker by pulling the ventricular lead, the procedure was finished.